Event description:
It was reported that a distal embolization occurred, requiring intervention. A jetstream sc catheter, 1.6mm and a jetstream xc catheter, 2.1mm were selected for an endovascular treatment. However, a distal embolization occurred in the left anterior tibial artery during the procedure. Percutaneous intervention was performed and the patient was in recovery.

Event description:
It was reported that a distal embolization occurred. A jetstream sc catheter, 1.6mm and a jetstream xc catheter, 2.1mm were selected for an endovascular treatment. However, a distal embolization occurred in the left anterior tibial artery during the procedure. Percutaneous intervention was performed and the patient was in recovery. It was further reported that there were no device-related performance issues observed; however, the physician believed both jetstream catheters were related to the embolization. The patient has recovered after the procedure.

Manufacturer narrative:
B5, h6 updated in second supplemental report.

Event description:
It was reported that a distal embolization occurred. A jetstream sc catheter, 1.6mm and a jetstream xc catheter, 2.1mm were selected for an endovascular treatment. However, a distal embolization occurred in the left anterior tibial artery during the procedure. Percutaneous intervention was performed and the patient was in recovery. It was further reported that there were no device-related performance issues observed; however, the physician believed both jetstream catheters were related to the embolization. The patient has recovered after the procedure. It was further reported that this event is a duplicate to the event reported in report number 2124215-2023-02916. Report number 2124215-2023-02916 will capture the events and any subsequent additional information for this event.